Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
On (B)(6) 2018 patient received a right hip revision. On (B)(6) 2018 patient presented at ER with pain, stiffness, and instability secondary to a right hip dislocation after bending over and feeling a popping sensation. The dislocation was treated with a closed reduction. The procedure was completed without complications. On (B)(6) 2018, clinic note indicates the patient experienced a second dislocation of the right hip after trying to manually adduct the right leg while sitting. The dislocation was again treated with a closed reduction. The procedure was completed without complications. This dislocation and treatment is a continuation of the previous dislocation dated (B)(6) 2018. Clinic notes dated (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018: follow-up visits s/p dislocation x 2 following right hip tha revision. Radiographs identify a well-fixed and appropriately aligned right tha. The patient sees improvement in pain, function, and participation in adls. Doi: (B)(6) 2018 doe: (B)(6) 2018 and (B)(6) 2018: dislocation treated with closed reduction right hip.